Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced pain/ discomfort. Preparation for the procedure and access to the left atrium occurred with no issue. The atrium was mapped, and then pulmonary vein and posterior wall ablations were performed. The ablations to the posterior wall are considered off label use of the farawave as the catheter is only indicated for treatment of the pulmonary veins. Mapping was performed again after the treatments were completed and mapper noted some noise on the cs catheter and asked, "if there was a long wire in the body". A boston scientific employee went into the control area and noticed a "foreign body, in the patients superior vena cava (svc), as the mapper pointed out". The mapper again asked out loud 'is there a long wire in the body' and the scrub tech responded 'no'. The physician continued with the post-map and the ablations were considered successful. The catheters and sheaths were removed from the patient and the insertion sites were closed and the physician left the lab. The mapper and boston scientific employee then again asked about the potential foreign material (wire) they had seen but they received no response other than 'it must have been there upon the patient's arrival'. And no more information was provided at that time. Later the facility asked the boston scientific to speak about "a procedure they were a part of, where a foreign body was left in the patient body" and the physician has stated there is no history of the patient having any wire like device or object in their svc prior to the procedure. It has been reported the patient has experienced pain. In the physician's opinion the issue is not related to any boston scientific device; however, the cause of the potential foreign body remains unknown. Other than the statement from the facility regarding a "procedure... Where a foreign body was left in the patient body" there has not been confirmation if any material was left in the patient. If material was left in the patient there has not been any information provided regarding what kind of material, any interventions for the pain or foreign material, the location in the body of the material, potential sources of the material, etc. It was further reported that x-ray imaging confirmed foreign material was present in the patient. No interventions will take place, and the material will remain inside the patient. The patient was already inpatient at the hospital and reported experiencing the chest pain near their clavicle approximately two days after the procedure which prompted the x-ray imaging. The foreign material was described as a short wire of unspecified origin.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced pain/ discomfort. Preparation for the procedure and access to the left atrium occurred with no issue. The atrium was mapped, and then pulmonary vein and posterior wall ablations were performed. The ablations to the posterior wall are considered off label use of the farawave as the catheter is only indicated for treatment of the pulmonary veins. Mapping was performed again after the treatments were completed and mapper noted some noise on the cs catheter and asked, "if there was a long wire in the body". A boston scientific employee went into the control area and noticed a "foreign body, in the patients superior vena cava (svc), as the mapper pointed out". The mapper again asked out loud 'is there a long wire in the body' and the scrub tech responded 'no'. The physician continued with the post-map and the ablations were considered successful. The catheters and sheaths were removed from the patient and the insertion sites were closed and the physician left the lab. The mapper and boston scientific employee then again asked about the potential foreign material (wire) they had seen but they received no response other than 'it must have been there upon the patient's arrival'. And no more information was provided at that time. Later the facility asked the boston scientific to speak about "a procedure they were a part of, where a foreign body was left in the patient body" and the physician has stated there is no history of the patient having any wire like device or object in their svc prior to the procedure. It has been reported the patient has experienced pain. In the physician's opinion the issue is not related to any boston scientific device; however, the cause of the potential foreign body remains unknown. Other than the statement from the facility regarding a "procedure... Where a foreign body was left in the patient body" there has not been confirmation if any material was left in the patient. If material was left in the patient there has not been any information provided regarding what kind of material, any interventions for the pain or foreign material, the location in the body of the material, potential sources of the material, etc.